Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen was dim and discolored. Unrelated to the initial complaint, all of the keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. The ok button contact was damaged. In addition, the battery compartment was cracked. The leak test was failed due to a battery compartment leak. There was evidence of moisture observed behind the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.